Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: d-evprop23-29 (lot: 0012476295); product type: 0195-heart valves; implant date: n/a; explant date: n/a. Product ID: l-evprop23-29 (lot: 0012416838); product type: 0195-heart valves; implant date: n/a; explant date: n/a. Product ID: gwbc30 (lot: unknown); product type: 0193-guidewire; implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter valve implant procedure, access was created through which a non-medtronic (proglide) closure device was preloaded. A hydrophilic guidewire was advanced, and an al1 catheter and a straight guidewire were exchanged to cross the valve. Once crossed, a pre-implant balloon dilation was performed with a 25 x 4 cm non-medtronic (edwards) balloon, and the valve was implanted. Moderate paravalvular leak (pvl) was observed. The same 25 x 4 cm balloon was placed for post-dilation, and a pacemaker was placed using a medtronic (confida) guidewire. When post-dilation was achieved, the pacemaker lost output without the balloon being completely deflated, and it dragged the prosthesis toward the ascending aorta. A second valve was implanted 1 mm deep with minimal pvl. The accesses were closed, and the patient was discharged 48 hours later without incident.

Event description:
It was reported that during a transcatheter valve implant procedure, access was created through which a non-medtronic (proglide) closure device was preloaded. A hydrophilic guidewire was advanced, and an al1 catheter and a straight guidewire were exchanged to cross the valve. Once crossed, a pre-implant balloon dilation was performed with a 25 x 4 cm non-medtronic (edwards) balloon, and the valve was implanted. Moderate paravalvular leak (pvl) was observed. The same 25 x 4 cm balloon was placed for post-dilation, and a pacemaker was placed using a medtronic (confida) guidewire. When post-dilation was achieved, the pacemaker lost output without the balloon being completely deflated, and it dragged the prosthesis toward the ascending aorta. A second valve was implanted 1 mm deep with minimal pvl. The accesses were closed, and the patient was discharged 48 hours later without incident. Additional information was received to report the pacemaker referenced was a non-medtronic (manufacturer unknown) permanent pacemaker. The pvl noted after the second valve was implanted was trace.

Manufacturer narrative:
A second paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.